Manufacturer narrative:
One endotracheal tube was returned for evaluation. Device underwent functional testing to detect for leakage; cuff was inflated using a syringe and subsequently submerged under water. Leakage was observed coming from between the valve and the pilot balloon. The most probable cause of the issue was determined to be that solvent was missing between the pilot balloon and the valve, or there was a lack of detection by the production personnel.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that during the use of a smiths medical portex north polar ivory endotracheal tube (nasal) the customer attempted to put air into it, but the cuff did not inflate. After that, when they checked the product by putting physiological saline solution into the product using a syringe, the solution leaked from the one-way valve. Therefore, a tube replacement was required. No reported adverse patient effects.